Event description:
It was reported that there was an injury due to use of the air glide system. No additional information on the injury or possible malfunction have been provided at this time. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was found that the customer had alleged that the glide mattress may had malfunctioned, but the investigator could not confirm the event. The customer also reported that the glide mattress was disposed of before an evaluation could be done. The customer reported a few different events because the customer's staff gave different reports; however, the event may have been due to user error. The customer's staff was communicated to on the proper use of the device. Additionally, no adverse event was confirmed by the customer and no additional information was provided. However, it was confirmed that there was no patient involvement.

Event description:
It was reported that there was an injury due to use of the air glide system. No additional information on the injury or possible malfunction have bee provided at this time. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.